Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the keypad buttons were intermittently responding and were sometimes unresponsive to presses. The reporter stated that the patient wore the pump in an undergarment and the pump was cleaned with a damp cloth. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and ok keypad buttons were intermittently responsive. All other keypad buttons responded to button presses as expected. There was evidence of contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.